Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number:. 1627487-2019-06642, 1627487-2019-06641. It was reported by the patient to the abbott care team on (B)(6) 2019 that the patient was explanted due to ineffective stimulation in (B)(6) 2016. Abbott was unaware of the issue and was not present for the explant.